Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 700mg/dl; current blood glucose was 143mg/dl. The customer treated with manual injection. Customer was unable to perform high pressure test. The customer was advised to monitor her blood glucose and call us back if needed.